Event description:
It was reported the patient went to the hospital last week for a possible stroke. The reporter stated that nobody knew anything about the deep brain stimulation system and they wanted to find a closer healthcare professional. Additional information received reported a manufacturing representative spoke with the patient¿s daughter and they are suspecting the patient may be having transient ischemic attacks (tia). The reporter stated the other issue was where to get an MRI since the patient has deep brain stimulators. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3389-40, lot# j0428294v, implanted: (B)(6) 2004, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v311822, implanted: (B)(6) 2009, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).